Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for low blood glucose of 30 mg/dl. It was stated that the customer's blood glucose was reading 130 mg/dl while she was shopping. The customer then was unconscious and paramedics were called and took the customer to the hospital. No further information was provided.